Event description:
An itc (international techdyne corporation) cuvette was used for point of care testing of inr (international normal ratio). The lot used for testing may have reported higher than actual results and resulted in administering a low dose of medication to the patient. The cuvettes were recalled by itc. The patient was admitted with cva (cardiovascular accident).======================manufacturer response for hemochron jr. Pt cuvette j201, hemochron jr pt cuvette (per site reporter)======================itc has a clinical escalation team which is reviewing the cases thought to be related to the inr results.======================manufacturer response for hemochron jr. Pt cuvette j201, hemochron jr pt cuvette (per site reporter)======================itc has a clinical escalation team which is reviewing the cases thought to be related to the inr result.